Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the gripper line break which has the potential to cause or contribute to serious patient injury. It was reported that this was a mitraclip procedure to treat tricuspid valve regurgitation. The clip delivery system (cds) was advanced to the tricuspid valve and was positioned in the tricuspid leaflets, the grippers were raised and the gripper line broke. The gripper line was successfully removed by hand without intervention. The device was removed and was replaced with another cds. Two clips were implanted without further issues. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported gripper line break was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported gripper line break was likely due to a contribution of forces from off-label usage of the device for treating tricuspid valve regurgitation. It is likely that procedural interactions (natural curvature of patient anatomy and positioning the clip in the tricuspid valve) resulted in constrictive forces placed on the delivery catheter shaft, leading to the observed herniation of the coil. Subsequently, the gripper line break was likely due to a contribution of forces from usage of the device in the tricuspid valve (procedural conditions) in conjunction with the minor herniation observed in the lumen coil. The aggregations of forces due to patient anatomy and herniated coils contributed to the reported user experience. It should be noted that the mitraclip instructions for use states, the mitraclip nt system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.